Event description:
It was reported a diamondback 360 peripheral orbital atherectomy device was used to treat a heavily calcified, slightly tortuous ramus vessel. After ten low speed treatments, the viperwire guide wire sheared off in-vivo. The fractured component was able to be retrieved by utilizing a guide extension placing a balloon past the wire, inflating, and pulling back into the guide extension and removing all as one unit. The procedure was completed by using a stent. There were no patient complications as a result of the event. In the physician's opinion, the wire fracture may have been due to being in a bend. It was upon the attempted removal of the wire through an unarmed microcatheter that the wire fractured.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported a diamondback 360 peripheral orbital atherectomy device was used to treat a heavily calcified, slightly tortuous ramus artery. After ten low speed treatments, the viperwire guide wire sheared off in-vivo. The fractured component was able to be retrieved by utilizing a guide extension placing a balloon past the wire, inflating, and pulling back into the guide extension and removing all as one unit. The procedure was completed by using a stent. There were no patient complications as a result of the event. In the physician's opinion, the wire fracture may have been due to being in a bend. It was upon the attempted removal of the wire through an unarmed microcatheter that the wire fractured.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. Based on the information received, the investigation determined that the reported material separation appears to be related to operational context. In this case, it is possible that the material separation is due to device placement or use techniques employed; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Updated: h6 (codes 4118, 3233, and 11 no longer apply).